Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available, this report will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and another manufacturer's left ventricular (lv) lead exhibited high out of range pacing impedance measurements greater than 2,000 ohms. The programmed pacing vector was changed and within range measurements were obtained. Approximately two weeks later, out of range lv intrinsic amplitude measurements were observed. Boston scientific technical services (ts) reviewed the stored measurements and noted the possibility of a signal being measured that was not really the r-wave as several r-wave measurements greater than 25 millivolts were observed. No adverse patient effects were reported. Available information indicates that this product remains implanted and in service.